Event description:
Pt presenting with right-sided spontaneous pneumothorax brought to o.r. For right thoracoscopy, possible right thoracotomy for excision of blebs and pleurodesis. There were extensive adhesions of right lung apex. Adhesions were partially lysed and endoscopic stapling device was ultilized to staple and transect the apical portion of right lung, but was unsuccessful, as stapler would not fire a second time. Lung tissue was injured by staplers which did not fire reloads and right thoracotomy was performed. Injured lung repaired with left & 4-0 problems.